Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided. (B)(4).

Event description:
It was reported that this pacemaker declared a 1003 code indicative to voltage too low for remaining capacity. This device was then successfully explanted and replaced. No additional adverse patient effects were reported.